Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was turned to black screen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station turn to black screen. A field service engineer (fse) disconnected the bus cable from all drawers on the main, but it still wouldn¿t stay on. The fse then reconnected all drawers on the main, removed the panel from the auxiliary, and unplugged half of the drawers. The fse inspected and found that the drawer controller in drawer 1-1 on the auxiliary was faulty. The fse replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was turned to black screen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.